Manufacturer narrative:
The returned product met the requirements for leak testing. Therefore, the conditions of the complaint could not be duplicated by laboratory personnel. However, the device did not meet the requirements for patency testing due to large amounts of proteinaceous debris within the device. The lot number was originally reported as 206434603, however upon return of the device, the lot number was determined to be 206470609. A review of the manufacturing records showed no anomalies. All edms devices are 100% leak tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that fluid was leaking from the drain bag connection of the becker edms. According to the report, there was no injury to the patient. The report stated that the drain was placed on (B)(6) 2015 and was removed on (B)(6) 2015.